Event description:
During installation of the system, a field service engineer plugged an apc 6kva power supply into the hosp power. The unit was powered on for 3 minutes when flames and smoke emitted from the unit. There were no injuries reported.